Event description:
User facility reported that after a novasure endometrial ablation performed in 2009 "the patient was found with endometritis". The patient was treated with "antibiotics and released". Follow-up in the following month, revealed that eleven days after the ablation, the patient reported "increased bleeding and odor". The following day, she was seen with complaints of "malaise, nausea and discharge." The complete blood cell (cbc) count test result was 21.9 and the patient was prescribed metronidazole )flagyl). A week later, the patient was reported to be feeling "better". Five days later, the patient complained of pain for several days. An ultrasound was performed and revealed "no free fluid seen in pelvis" and the patient was prescribed clindamycin hydrochloride (cleocin). Two days later, the patient was reported "doing better" and scheduled for follow-up during her routine annual appointment in two months.

Manufacturer narrative:
Device history and sterile lot records could not be reviewed for the device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. We have been unable to obtain additional information surrounding this event. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is received, a supplemental medwatch will be filed.